Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Blood glucose was 146 mg/dl. Customer changed supplies and resumed insulin delivery. Upon loading a new cartridge multiple minimum fill notifications occurred after filling multiple cartridges with 120 units of insulin. Multiple attempts were made by tandem technical support to follow up with the customer; however, all were unsuccessful.